Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3a and 3b endoleaks are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonable suggest aneurysm enlargement of 16 mm occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the seventy five month CT scan. The type 3a endoleak is likely anatomy related. Angulation of the mid aorta increased from 44.7° to 78.7° which created loss of overlap from 55mm to 11mm-aortic remodeling anatomy related. The more proximal type 3b endoleak of the bifurcated stent graft was due to the extreme angulation in the area of the type 3a endoleak. The causation for the more distal type 3b endoleak is indeterminate. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. The final patient status was reported as surgery declined by patient and discharged home with palliative care. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. G3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a computed tomography (CT) scan revealed type 3a and 3b endoleaks. The physician opted to reline the original implanted devices with a medtronic (non-endologix) graft; however, the patient left the hospital and is refusing care. The patient status was reported as stable. Additional information: an internal clinical assessment determined that there was evidence to reasonable suggest aneurysm enlargement of 16 mm occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the seventy five month CT scan.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a computed tomography (CT) scan revealed type 3a and 3b endoleaks. The physician opted to reline the original implanted devices with a medtronic (non-endologix) graft; however, the patient left the hospital and is refusing care. The patient status was reported as stable.